Manufacturer narrative:
A review of tickets was performed for reagent lot number 05310be00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Historical performance of the architect anti-hbc ii assay was evaluated using world wide data from abbottlink. The number of standard deviations to the cut-off and the median of the negative populations for the lot is within the established limits and within the historical range of other architect anti-hbc ii lots. No performance differences could be identified for median and standard deviations to cutoff of the negative population when comparing the complaint lot with historical lots. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hbc ii assay, lot 05310be00.

Manufacturer narrative:
Patient information: patient identifier: sid (B)(6), sid (B)(6), sid (B)(6). Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false repeat reactive architect hbc ii results for 3 samples. The following data was provided: sid (B)(6) initial result = 1.15 s/co (reactive), repeats = 1.15 s/co (reactive), 1.20 s/co (reactive), repeat with roche = 2.1 (nonreactive, reference range: <0.08 = reactive). Sid (B)(6) results = reactive, repeat with roche = 1.0 (nonreactive). Sid (B)(6) results = reactive, repeat with roche = 2.4 (nonreactive).